Event description:
The customer reported that the burette chamber of the clearlink buretrol solution set cracked when priming. The nurse was attempting to prime an unknown chemotherapy drug by squeezing the burette chamber of the product and it cracked lengthwise. There was no leak, but the product was replaced and it then worked fine. The customer has been informed by the baxter sales representative (bsr), during an onsite visit on (B)(6) 2010, that per the label copy, the drip chamber should be squeezed to prime and not the burette chamber. Per the customer, squeezing the burette chamber to prime is common practice at their facility. The bsr reviewed the label copy with the customer and requested only the drip chamber be squeezed. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
One companion unit was received for evaluation purposes related to cracked/broken condition. Unit was visually inspected and did not present any defects. Device was pressure tested at 8psi and clear passage was observed. The reported condition was not confirmed. A batch review was conducted and there were no aberrancies found during the manufacturing of this lot. (B)(4).